Event description:
The surgeon inserted a three piece silicone lens model aq2003v into pts eye with no damage to the lens or pt eye, but realized that the pt's capsule bag was not strong enough to support this lens. The surgeon enlarged the incision to remove the lens and performed a vitrectomy, and put in a anterior chamber lens in the sulcus. A suture was used to close the wound. The reporter stated that this lens did not cause or contribute to the event. The pt's capsule bag was just too weak to support any intraocular lens.